Manufacturer narrative:
H11: a livanova field service engineer (fse) was dispatched to the facility to investigate the device and could confirm the reported issue. The device displayed "egb defective" error. As troubleshooting, a new device was provided to the customer in replacement of involved one. New gas blender functionality was verified and values were within specifications. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report of a gas blender error displayed onto essenz heart lung machine hlm. The event occurred during procedure. There was no patient injury.